Manufacturer narrative:
Correction: approximate age of device - 1 year, 2 months.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not be conclusively established through this evaluation. The account reported that the patient was admitted on (B)(6) 2019 for hypotension/sickness. During admission, the patient¿s hemoglobin dropped to 5.4 and the patient was transfused with 2 units of packed red blood cells (prbcs). The patient¿s hemoglobin level was responsive and no further transfusions were required. It was reported that the source of the bleed could not be determined and it was unknown if the bleeding was device related. The event was reportedly resolved on (B)(6) 2019. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further events have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. Information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding, is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years & 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted on (B)(6) 2019 for hypotension/sickness. Hemoglobin dropped to 5.4. The patient was transfused with 2 unites of packed red blood cells. Hemoglobin was responsive and no further transfusions at this time. Cause of the bleeding was reported as unknown. No further information was provided.